Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) no anomalies found; full lead was returned and analyzed.

Event description:
It was reported that during implant attempt, the lead could not capture the pacing signal. The lead was not used. No patient complications were reported as a result of this event.